Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jl4w, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had back pain and the cause had not been determined. The patient wondered if the cause could be the device.

Event description:
It was reported that patient had been having backaches where the implant was located for ¿about a month or so.¿ she had been using a heating pad on that area and notified the manufacturer representative of the backaches on (B)(6) 2014. She was going to start physical therapy so they could work on her back because it had been bothering her. The patient was also wondering if using the heating pad could be affecting her device as she was using it on that area. On the day of the report she could not feel any stimulation and sometimes when she turned stimulation on it felt very strong, then after a day or so she stopped feeling stimulation. She had increased stimulation from 2.8 to 3 and this issue happened the week of the report and she had to do this a few times. The patient also noticed at night that she was pretty dry most of the time, but for the past week she seemed to be wet more. She would get up and need to go to the bathroom and she had been wearing something, but it was wet. She noted that sometimes it was perfect at night. This issue had been happening the week of the report as well. The device worked fine during the day because she can control it, but when she was in a deep sleep and woke up with the pressure to go, it was too late. She did not like having to wear something on at night and she was not happy with that. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.